Event description:
The pt was admitted for the planned removal of the bard recovery filter. On initial fluoroscopy the filter appeared damaged adn there was concern that it was no longer structurally intact. Two of the upper arms had been separated from the rest of the filter, embedding in the caval wall and the second embolized to the right lower peripheral pulmonary artery. A third filter arm was bent cephalad, and the apex had migrated caudally. The main body of the filter, including the six legs and four of the six arms were removed. The post removal cavalgram showed no caval injury. The residual filter fragments are assessed to be of no clinical significance.